Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the device in good condition without tampered labels. A review of the event history log found an upstream occlusion alarm. Functional testing identified that while testing the upstream sensor, the device would intermittently alarm. It was unknown was caused the upstream sensor to be an issue. Based on the evidence, a root cause was unable to be confirmed.

Event description:
It was reported that the smiths medical device showed an upstream occlusion alarm. There was no indication that a patient was involved at the time of the event.